Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the tissue during a cardiothoracic procedure, the surgeon was able to press the green button but the stapler was unable to fire. A second device was opened with the same issue. The case was finished with a third handle. There was no patient injury.